Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he experienced high blood glucose of 500 mg/dl and went to the hospital. Customer stated that he ate breakfast and did not give insulin. Customer also reported that the display on the insulin pump went blank and has been off for over a week and alarming unexpected restart. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. The device has been occasionally dropped. It was unable to look at the alarm history because the screen went blank again and customer did not have any more batteries. Current blood glucose value was 259 mg/dl; treating with manual injections. Nothing further reported.